Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:it was reported that the clamp would not unlock and during attempt to unlock the head sheared off. The product was returned to depuy synthes for evaluation. The complaint unit was forwarded to the manufactured for further investigation. The investigation revealed a particulate was found present on the underside of the nut component and scoring marks were observed on the pin clamp internal surface. The reported breakage was confirmed. The investigation determined inadequate masking during the bead blasting operation was allowing blast media to reach unintended surfaces. Blast media between the underside of the pin clamp nut and the pin clamp upper body face increased the force required to tighten the pin clamp due to increased friction. This causes the user to apply excess force using the ratchet wrench ultimately resulting in the failure of the pin clamp shaft. A functional test was unable to be performed due to the post-manufacturing damage. However, due to the observed condition of the device the will not lock/unlock condition can be confirmed. The overall complaint was confirmed as the observed condition of the intact pin clamp would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nr was raised to address the current complaint condition. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clamp failed to unlock and, during an attempt to unlock it, the head sheared off.